Manufacturer narrative:
This report is submitted on october 23, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain at the implant site. The patient was reimplanted with another cochlear device on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.